Event description:
It was reported that this right ventricular (rv) lead, pacemaker and right atrial (ra) lead exhibited oversensing of noise resulting in periods of ventricular pacing inhibition. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to correct field: h6: patient codes from the previous report.

Event description:
It was reported that this right ventricular (rv) lead, pacemaker and right atrial (ra) lead exhibited oversensing of noise resulting in periods of ventricular pacing inhibition. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.